Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she could not get the programmer to increase stimulation to where she could feel it. The patient was having symptoms. There was a loss of therapy. She was able to communicate and she was at 2.9v. She increased to 3.3v and she could feel the stimulation.

Event description:
Additional information received from the consumer reported that she was sent a new machine and it was working beautifully. This reportedly resolved the loss of bladder control and stim sensation.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uvh4, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that she did not feel stimulation. The patient wanted to use the programmer to check her device but she was getting the change the batteries screen. The patient was not able to change the batteries by herself and she would call back. The patient didn't have any bladder control. The patient had a loss of therapy. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.